Event description:
The customer reported that the system displayed a cine disk error message, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were cleaned, the system software was reloaded and the cine disk was reformatted. The system was then found to be operating as intended.